Event description:
Patient brought to or for hysteroscopy/ablation procedure. During procedure physician determined patient was unable to have ablation with minerva device because of anatomy. Physician stated he would like to switch to genesys hta system for ablation procedure. Upon getting device operating, we loaded cartridge and let machine run through its start up and machine stated internal error, at that time we unloaded cartridge and loaded a new cartridge per the sales rep. Again machine ran through its start up and machine stated internal error. Physician decided to end case at this time.